Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the sdw was returned within the sl-10 microcatheter, the stent was returned deployed and was damaged and sdw was kinked/bent, also there was dried blood on the sdw tip. Functional inspection indicated that the stent was deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the patient¿s anatomy was average tortuous. The device was returned, and the stent was deployed and was noted to be deformed and the sdw was kinked, this damage is indicative of the reported event. It is probable that the device was damaged during navigation to the target site, causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and stent difficult/unable to advance or pull through catheter and to the analyzed sdw kinked/bent, stent deformed and stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Initially the complaint was reported for the subject stent being difficult/ unable to advanced or pulled through catheter and stent failed/unable to deploy. Analysis of the returned device found that the stent deployed prematurely during use. The procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.